Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance. Binary switch failure, barrel clamp. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated sizer sensor to guide. Replaced front cover and rear case. Syringe sizer misalign recall completed. A review of the device history record showed the device had a manufacture date of 04 may 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged (cracked) of the cover front - syringe. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1604765 for syr rear case.

Event description:
It was reported that the device failed preventive maintenance. Binary switch failure, barrel clamp. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance. Binary switch failure, barrel clamp. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.